Manufacturer narrative:
Clarification to h6 health effect - clinical code: e2402 represents the reported event of wrinkling/rippling. The event of "wrinkling/rippling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "device migration/implant malposition"; "wrinkling/rippling".

Event description:
Healthcare professional reported "device migration/implant malposition, wrinkling/rippling, change shape/size/style" via national breast implant registry. This record is for the right side. Device was explanted.